Event description:
On (B)(6) 2016, this patient underwent an endovascular repair for an abdominal aortic aneurysm and an iliac aortic aneurysm treated with a gore® excluder® iliac branch endoprosthesis. It was reported that computed tomography images dated (B)(6) 2021, revealed a type ii endoleak originating from an accessory artery. There is iliac artery aneurysm sac enlargement (amount is unknown). The gore® excluder® iliac branch endoprosthesis internal iliac component (ceb231410a/15271212) has migrated proximally into the iliac artery aneurysm sac. The physician chose to reintervene on (B)(6) 2021 and implant a contralateral leg endoprostheses (plc121000/20488768) to extend the ibe device in the external iliac artery. The patient tolerated the procedure.

Manufacturer narrative:
Revised b1 ¿ adverse event ¿ yes. Revised h6 - investigation findings to code 213 ¿ no device problem found. A review of the manufacturing records indicated the lot met pre-release specifications. Revised h6 - investigation conclusion to code 22 ¿ known inherent risk of device. According to gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak, component migration, and aneurysm enlargement. Added component code to h6 - 515, stent.